Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The hp had disconnected prior to the alarm and used proper disconnect procedures. The hp then reconnected using proper aseptic technique. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged. The baxter technical service representative (tsr) assisted the hp to cycle the power of the device to se 2367 (fail safe shut down) and end therapy . The tsr advised the hp to start over with new supplies and to contact their pd nurse (pdn) about the air. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.